Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the cause of the pocket pain, discomfort at the lead site and leads being palpable was unknown. The rep reported that the patient was scheduled for a pocket revision on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Continuation product ID 977a260 (B)(4) implanted: (B)(6)2016 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the cause of the pocket pain, discomfort at the lead site and leads being palpable was unknown. The rep reported that the patient was scheduled for a pocket revision on (B)(6)2018. No further complications were reported.

Manufacturer narrative:
Continuation of concomitant medical product: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient fell one week after surgery and still had excessive pocket pain and the leads were palpable beneath the skin near the ins, also causing extreme discomfort. The rep reported that the patient felt she never healed from the original surgery. The rep reported that the patient reported these complaints to the office, who dismissed the pain as caused by the sacroiliac (si) joint. The rep reported that si injection performed in (B)(6) 2016 resulting in now relief of pocket pain. The rep reported that the patient delayed addressing the pocket pain/lead discomfort until now because of other family health issues. The rep reported that on (B)(6) 2018, the healthcare provider (hcp) would be moving the ins to the abdomen and tunneling the lead to alleviate pocket discomfort and the pain related to the lead being placed too close to the skin surface. No further complications were reported.